Event description:
A patient reported experiencing inaccurate low results with an ot meter. The patient's blood glucose results were 175mg/dl (meter), 275 mg/dl (lab). Test were done 21-30 minutes apart with a difference of 36%. Patient did not expereince any adverse events. No further information has been reported.